Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional and delivery testing: this showed no issues. The device was found to meet with specifications.

Event description:
Information was received indicating that the cadd solis vip pump had a residual volume of 70 ml. Additional information provided that the dose volume is 161 ml, the total bag volume is 500mls at a 8/24 rate. There were no adverse events reported.